Manufacturer narrative:
Patient information was unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the navigation system went unresponsive during the clinical case. It was noted that there were multiple patients on the system, and the site biomed stated that he would delete them before putting the navigation system back into service. There was no impact on patient outcome due to this issue.

Manufacturer narrative:
Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.